Manufacturer narrative:
Batch review performed on 10 january 2019. Lot: 178432: (B)(4) items manufactured and released on 28 february 2018 . Expiration date: 2023-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: versafitcup dm double mobility hc liner ø 46/22.2, reference: 01.26.2246 mhc (k092265). Lot: 174320: (B)(4) items manufactured and released on 09 november 2017. Expiration date: 2022-10-25. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.